Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Subsequently, the pump shutdown unexpectedly. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 200-300 mg/dl.